Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer touchscreen was unable to work. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer touchscreen was unable to work. The touchscreen was fully functional. It was also determined at analysis that the cord bay latches were broken, and the paper tray was empty. The cooling fan was noisy. Poor response to finger touch was observed following a software update, this will be corrected with an emi repair. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.